Event description:
It was reported that in-stent thrombosis was observed in the 2.75 x 23 mm vision stent some time post-procedure. It was not reported how the thrombosis was treated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the multi-link vision instruction for use (IFU) as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.